Event description:
The hosp claims that in a pt chronically ill prior to surgery, the graft was implanted to repair a ruptured abdominal aortic aneurysm, and 36 to 48 hours post-op the pt became bacteremic due to an infected graft. The pt also developed a fever of 101.6f. Initial blood tests were positive for serratia marcescens. The pt subsequently developed a gram negative sepsis and was treated with antibiotics. The pt was afterwards reported to be in septic shock, showed symptoms of a myocardial infarction and was not expected to survive. Seven days post-op, the pt expired due to respiratory failure. The hosp believes the respiratory failure was related to the gram-negative sepsis. The hosp states that the origin of the graft infection could have been the pt's own sputum, as the sputum appeared to be in the surgical field.